Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and reported that thirty-eight (38) patient samples were incorrectly identified on a dimension exl 200 instrument. The barcode reader was changed to a different model. Siemens is investigating the issue.

Event description:
The customer reported that thirty-eight (38) patient samples were incorrectly identified on a dimension exl 200 instrument. An aliquoter error was flagged on the barcode reader. The initial samples were processed and reported to the physician(s). The samples were repeated on an alternate instrument. All repeated sample ids and aliquoter ids were verified and corrected. There are no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2023-00081 on 03mar2023. Additional information (13mar2023): an outside of the united states (ous) customer contacted the siemens customer care center (ccc) and reported that thirty-eight (38) patient samples were incorrectly identified on a dimension exl 200 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse resolved the issue by replacing the instrument's sample carousel's barcode reader. The system was fully operational upon departure. Siemens concluded that a potential cause of the incorrectly identified samples was the faulty sample carousel barcode reader. The system was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.